Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("chronic endometritis and no hyperplasia carcinoma"), pelvic pain ("pelvic pain/pain/chronic pelvic pain that was worse with her menses") and genital haemorrhage ("severely heavy bleeding/heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 and anesthesia local on (B)(6) 2011. She had no prior history of abnormal bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 7 months after insertion of essure, the patient experienced vaginal prolapse ("vaginal protrusion and spotting pain"), vaginal haemorrhage ("vaginal protrusion and spotting pain") and vulvovaginal pain ("vaginal protrusion and spotting pain"). On (B)(6) 2013, the patient experienced endometritis (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysuria ("dysuria"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight decreased ("weight loss"), migraine ("migraine headaches"), teeth brittle ("brittle teeth"), alopecia ("hair loss"), menorrhagia ("longer menses/excessive or frequent menstruation/menorrhagia/longer menses/severely heavy bleeding"), menstruation irregular ("irregular menses"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), pain in extremity ("left hand pain"), rash ("a rash on her legs"), urinary tract infection ("frequent urinary tract infections"), headache ("headaches") and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the endometritis, pelvic pain, weight decreased, migraine, menorrhagia, abdominal pain, abdominal pain lower, dyspareunia, pain in extremity, rash, urinary tract infection, headache and allergy to metals had not resolved and the genital haemorrhage, teeth brittle, alopecia, dysuria, vaginal prolapse, vaginal haemorrhage, vulvovaginal pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dyspareunia, dysuria, endometritis, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, rash, teeth brittle, urinary tract infection, vaginal haemorrhage, vaginal prolapse, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptoms. Before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. Further, while she has never been diagnosed with a nickel allergy, she was unable to wear ¿costume¿ jewelry, which often contains nickel, because it causes a rash at the site of contact. It was also reported that since the essure procedure, she has lost a total of three jobs for missing days of work, and that for several years she continued to seek treatment for her symptomatology, and yet no physician has been able to determine their etiology. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: chronic endometritis and no hyperplasia carcinoma. Culture urine - on (B)(6) 2015: persisting presence of bacteria, ultrasound pelvis - on (B)(6) 2013: normal pelvic anatomy and both essure noted [sic]. On (B)(6) 2013, plaintiff underwent an endometrial biopsy procedure. The record also documents that ¿because plaintiff has had 3-4 uti (urinary tract infection) over past 5 months and has persistent blood in urine. Most recent follow-up information incorporated above includes: on 16-aug-2018: new events added- headaches and nickel allergy. Event outcome of pelvic pain/pain/chronic pelvic pain that was worse with her menses, migraine headaches, weight loss, brittle teeth, hair loss, vaginal protrusion and spotting pain, chronic endometritis and no hyperplasia carcinoma, longer menses/excessive or frequent menstruation/menorrhagia/longer menses/severely heavy bleeding , irregular menses , abdominal pain, severe cramping, dyspareunia, left hand pain, frequent urinary tract infections, headaches and nickel allergy was updated as not recovered / not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis and no hyperplasia carcinoma') and pelvic pain ('pelvic pain/pain/chronic pelvic pain that was worse with her menses') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anesthesia local on (B)(6) 2011, multigravida and parity 4. She had no prior history of abnormal bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal prolapse ("vaginal protrusion and spotting pain"), vaginal haemorrhage ("vaginal protrusion and spotting pain") and vulvovaginal pain ("vaginal protrusion and spotting pain"), 1 year 7 months after insertion of essure. On (B)(6) 2013, the patient experienced endometritis (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysuria ("dysuria"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("severely heavy bleeding/heavy bleeding/abnormal bleeding"), migraine ("migraine headaches"), teeth brittle ("brittle teeth"), alopecia ("hair loss"), menorrhagia ("longer menses/excessive or frequent menstruation/menorrhagia/longer menses/severely heavy bleeding"), menstruation irregular ("irregular menses"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), pain in extremity ("left hand pain"), rash ("a rash on her legs"), urinary tract infection ("frequent urinary tract infections"), headache ("headaches"), allergy to metals ("nickel allergy/ allergy"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the endometritis, pelvic pain, weight decreased, migraine, menorrhagia, abdominal pain, abdominal pain lower, dyspareunia, pain in extremity, rash, urinary tract infection, headache and allergy to metals had not resolved and the genital haemorrhage, teeth brittle, alopecia, dysuria, vaginal prolapse, vaginal haemorrhage, vulvovaginal pain, menstruation irregular, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, dyspareunia, dysuria, endometritis, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, rash, teeth brittle, urinary tract infection, vaginal haemorrhage, vaginal prolapse, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptoms. Before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. Further, while she has never been diagnosed with a nickel allergy, she was unable to wear ¿costume¿ jewelry, which often contains nickel, because it causes a rash at the site of contact. It was also reported that since the essure procedure, she has lost a total of three jobs for missing days of work, and that for several years she continued to seek treatment for her symptomatology, and yet no physician has been able to determine their etiology. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: results: chronic endometritis and no hyperplasia carcinoma. Culture urine - on (B)(6) 2015: results: persisting presence of bacteria. Ultrasound pelvis - on (B)(6) 2013: results: normal pelvic anatomy and both essure noted [sic]. Diagnostic results: on (B)(6) 2013, plaintiff underwent an endometrial biopsy procedure. The record also documents that ¿because plaintiff has had 3-4 uti (urinary tract infection) over past 5 months and has persistent blood in urine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis and no hyperplasia carcinoma') and pelvic pain ('pelvic pain/pain/chronic pelvic pain that was worse with her menses') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anesthesia local on (B)(6) 2011, multigravida and parity 4. She had no prior history of abnormal bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal prolapse ("vaginal protrusion and spotting pain"), vaginal haemorrhage ("vaginal protrusion and spotting pain") and vulvovaginal pain ("vaginal protrusion and spotting pain"), 1 year 7 months after insertion of essure. On (B)(6) 2013, the patient experienced endometritis (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysuria ("dysuria"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("severely heavy bleeding/heavy bleeding/abnormal bleeding"), migraine ("migraine headaches"), teeth brittle ("brittle teeth"), alopecia ("hair loss"), menorrhagia ("longer menses/excessive or frequent menstruation/menorrhagia/longer menses/severely heavy bleeding"), menstruation irregular ("irregular menses"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), pain in extremity ("left hand pain"), rash ("a rash on her legs"), urinary tract infection ("frequent urinary tract infections"), headache ("headaches"), allergy to metals ("nickel allergy/ allergy"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the endometritis, pelvic pain, weight decreased, migraine, menorrhagia, abdominal pain, abdominal pain lower, dyspareunia, pain in extremity, rash, urinary tract infection, headache and allergy to metals had not resolved and the genital haemorrhage, teeth brittle, alopecia, dysuria, vaginal prolapse, vaginal haemorrhage, vulvovaginal pain, menstruation irregular, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, dyspareunia, dysuria, endometritis, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, rash, teeth brittle, urinary tract infection, vaginal haemorrhage, vaginal prolapse, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptoms. Before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. Further, while she has never been diagnosed with a nickel allergy, she was unable to wear ¿costume¿ jewelry, which often contains nickel, because it causes a rash at the site of contact. It was also reported that since the essure procedure, she has lost a total of three jobs for missing days of work, and that for several years she continued to seek treatment for her symptomatology, and yet no physician has been able to determine their etiology. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: results: chronic endometritis and no hyperplasia carcinoma. Culture urine - on (B)(6) 2015: results: persisting presence of bacteria. Ultrasound pelvis - on (B)(6) 2013: results: normal pelvic anatomy and both essure noted [sic]. Diagnostic results: on (B)(6) 2013, plaintiff underwent an endometrial biopsy procedure. The record also documents that ¿because plaintiff has had 3-4 uti (urinary tract infection) over past 5 months and has persistent blood in urine. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received : new events "hypersensitivity symptom and autoimmune disorder nos" were added. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.